Manufacturer narrative:
Failure analysis revealed that all the operating currents are within specification. No unexpected battery out limit alarm noted. However, the device had intermittent button response during testing due to corroded keypad traces. The unit was received with cracked case on the display window corners, minor scratched lcd window, deep cracked on the reservoir tube, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving battery out limit alarm. The customer could not troubleshoot because the keypad was not working. The customer also stated he was unable to give himself a bolus delivery because the keypad kept scrolling. Customer's blood glucose was 185 mg/dl. The customer stated he may have gotten water on his insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.